Manufacturer narrative:
PMA/ 510 k: p050017/s006. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
On (B)(6) 2024 date of initial procedure, 2 study devices placed in left study leg. No adverse events during the procedure or prior to discharge on (B)(6) 2024 a planned interim appointment at the vascular surgery department was scheduled. Patient presented with again worsening claudication in the left lower leg (study leg) during the recent 4 weeks since the patient stopped taking anti platelet medication to have a dental surgery. Doppler ultrasound showed a high grade instent stenosis in the distal study stent in the distal superficial femoral artery left. There was no critical limb ischemia. The patient wanted to first undergo a planned ophtalmologic surgery. Final in-patient admission for re-intervention was on (B)(6) 2024. Endovascular re-intervention was performed on the same day where a then total occlusion of the left afs and all study stents was treated without complications. Patient was discharged without complications on (B)(6) 2024. 11 relationships to study device(s) ¿ probable: 11.1 if related (possible, probable, causal), provide a detailed description of how the study device(s) caused or contributed to this event: all recommended anti platelet medication has been stopped by the patient without our recommendation to do so to have dental surgery. The study devices were totally occluded. Stopping the anti-platelet medication for 4 weeks probably has led to this event. 12 relationships to study procedure ¿ probable 12.1 if related (possible, probable, causal), provide a detailed description of how the study procedure caused or contributed to this event: without the study procedure no study stent can be implanted. The subintimal recanalization may have led to a general worse recanalization outcome. Occlusion requiring intervention resolved on (B)(6) 2024.

Manufacturer narrative:
Device evaluation the zfv6-80-5-6.0 device of lot number c2033934 involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. This complaint is related to (B)(4) and was raised from the pmcf study. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label review: it should be noted that the instructions for use (ifu0058) lists the following potential adverse event: ¿restenosis of the stented artery¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. From the study, a possible root cause could be attributed to the patient stopping their anti platelet medication for 04 weeks. Also, as previously noted ¿restenosis of the stented artery¿ is listed as a potential adverse event in the IFU. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Confirmed quantity of (B)(4) used device. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial reporter, the patient presented with worsening claudication in the left lower leg, ultrasound showed a high grade in stent stenosis. The patient required intervention as a result of this occurrence. The patient recovered and was discharged without complications. A possible root cause can be attributed to the patient stopping anti platelet medication.

Event description:
A supplemental report is being submitted due to completion of the investigation on (B)(6)2025.